Event description:
Surgical tech tried to remove staple load from 45 stapler. Stapler wouldn't open the jaws to remove & replace the load. Stapler saved. Lot # a98a8n exp: 05/31/2028 echelon flex powered plus articulating endoscopic linear cutter.